Manufacturer narrative:
Correction: please retract manufacturing report. Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient presented to the hospital with swelling due to an infection. The physician elected to explant the pacemaker (pm), right atrial (ra) lead, and right ventricular (rv) lead. The patient remained stable.